Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient in (B)(6) who was receiving gablofen 500 mcg/ml at a dose of 175/day via an implantable pump. The indication for use was not provided. It was reported that a change in therapy effect occurred as there had been a significant change from initial symptom control of the therapy. At the beginning of the day when the patient was in their wheelchair, the therapy worked well. The patient was getting "tight", an increase in tone, toward the end of the day when lying down. The patient also was having more difficulties with speech and drooling than initially. These symptoms were gradual over the past two weeks. Troubleshooting included x-rays were reported as normal. Plain films were taken but reportedly it was difficult to visualize the ascenda catheter. However, what they could see reportedly looked ok. The physician was considering fluoroscopy while sitting and comparing it to fluoroscopy while lying down. Additionally, at a recent refill, the expected and the actual volumes were off by 2ml, reported as within range. On 2016-06-15 the representative further provide that the health care provider noted that the pump was for spasticity and implanted on 2015-11-10. The physician performed a dye study on (B)(6) 2016 that was negative. After two blood patches by the neurosurgeon for a suspected spinal leak, the patient was now stable. Of note, the urinary retention was an on-going problem prior to the pump insertion. The timeline of events were as follows. In (B)(6) 2016 the patient experienced increased urinary retention and increased difficulty in ability to void. On (B)(6) 2016, one physician injected 100 units of botulinum toxin to the bladder sphincter. On (B)(6) 2016 the patient¿s speech worsened and his thinking was a bit slowed, with increasing tightness around supper time. He was also experiencing a headache. A dye study was performed which was negative, in that no focal abnormality to his baclofen pump or catheter was identified. There was no focal extravation of contrast or kinking of the catheter noted. The catheter was located at the t4 level. On (B)(6) 2016, a blood patch between l1 and l2 was performed by another physician. There was improvement in speech, spasticity, headache, although he was still tighter in the evenings. On (B)(6) 2016, an antibiotic was started for 10 days for a urinary tract infection (uti). On (B)(6) 2016 the follow-up urinalysis was clear. On (B)(6) 2016, the patient¿s symptoms returned (headache, pallor) and a second blood patch done by the same physician who did the previous blood patch. On (B)(6) 2016, a second course of antibiotic for 10 days for a uti which was followed by 30 days of a prophylactic antibiotic. On (B)(6) 2016, the patient was doing well, with ¿fairly consistent¿ spasticity, still slightly tighter in the evening, but not as bad as previously. He had no headaches and had not needed catheterizing for over a week. If the symptoms return, they would consider a catheter revision, but nothing was planned at this time.

Manufacturer narrative:
(B)(4).